Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple non-sustained right ventricular oversensing episodes after receiving a vibratory alert. The oversensing was able to be reproduced with deep breathing. The cause was determined to be myopotential oversensing. Programming changes were made. The patient was stable.